Manufacturer narrative:
The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, severely scratched display window, and missing end cap sticker noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks on the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.